Event description:
Inovo was notified by a home oxygen provider of an incident involving an oxygen conserving device. The provider reported that the end-user stated he installed [attached] the conserver onto a cga-870 oxygen cylinder. After attaching the conserving device, he "opened the cylinder with a plastic wrench" and then "heard a leak and saw a spark and a flame," which he claimed caused a small burn on his finger. He immediately turned the cylinder off to stop the flow of oxygen. The end-user did not seek medical attention for the alleged injury. The information presented is consistent with an event that may occur when a conserving regulator is not properly attached to the cylinder, allowing for a high-pressure leak. The device is being returned to inovo for investigation and root cause analysis. An update will be filed if additional information becomes available.